Event description:
This valve was explanted due to endocarditis and insufficiency. Despite antibiotic prophylaxis, the infection was believed to be secondary to dental work. There was an aortic root abscess that extended outside the aorta and an "old" abscess with fresh granulation tissue along the roof of the left atrium. All infected material was debrided and pericardium was used to reinforce the annulus. The rt. Coronary button was oversewn, a double CABG procedure was performed, and a freestyle root bioprosthesis was implanted. There was bleeding from the annulus after releasing the crossclamp so the root and pericardial reconstruction were removed. A 23 mm sjm valved graft was then implanted. Pathological testing revealed an abscess with gram positive microorganisms, changes consistent with infective endocarditis, and pannus on the flow and non-flow surfaces of valve, fixing one cusp in the open position.